Event description:
A facility manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the manager it was clarified that the blood leak occurred after 20 minutes of starting the hd treatment. The blood leak was described as being an external blood leak. The leak was visually observed with blood coming from the top of the dialyzer. The machine being used was a fresenius 2008t machine. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was indicated as being no blood loss. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is indicated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,g.1.,h.3. Product investigation: a sample was returned from the reported lot number for evaluation. During the visual examination of the sample, a crack on the header cap was observed on the non-cavity ID end of the dialyzer measuring approximately 0.75 inches. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
In an additional follow up with the facility manager, it was clarified that the blood loss was approximately 300ml.

Manufacturer narrative:
Corrected information: b.5. And g.4.

Event description:
A facility manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the manager it was clarified that the blood leak occurred after 20 minutes of starting the hd treatment. The blood leak was described as being an external blood leak. The leak was visually observed with blood coming from the top of the dialyzer. The machine being used was a fresenius 2008t machine. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was indicated as being no blood loss. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is indicated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The carrier tracking number was verified and no information was found that the customer sent the sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.